Event description:
It was reported that this patient received two inappropriate shocks due to t wave oversensing while performing moderate exercise. It was noted that during the follow up the r wave appeared to be lower then at the implant and x-ray taken did not show evidence of a system migration. During the follow up the sensing vector was changed from primary to secondary vector. In addition, the patient had a non sustained episode reported via remote monitoring at a later date and was seen at a follow up once again where a twelve lead electrocardiogram was performed. With moderate exercise t wave oversensing was seen. The physician wanted technical advise regarding the best option for this patient for programming the device. The patient will start a minimal dose of beta blockers to control their heart rate and will be seen at another follow up. The device remain implanted. No adverse patient effects were reported.